Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable root cause is unable to be determined. A device history review could not be completed due to the unknown lot number.

Event description:
The event occurred on an unspecified date in december 2025 and involved a spiros. It was reported that as soon as the chemo tubing with spiros was connected to the primary tubing, it started leaking. Leaking bag and tubing sent back to pharmacy and was provided with a new one. The patient received full therapy. There was patient involved and no patient harm.